Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2012. At first, the device worked normally. Then, the blade stopped rotating during use. The surgeon changed to full mode, and the blade started rotating, but then it stopped again. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.